Event description:
On (b)6( 4)2013 the lay user/patient contacted lifescan (lfs) alleging their onetouch ping meter was displaying an error 1 message. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) )2013 at approximately 5pm. The patient reportedly manages his diabetes with an unknown type/dose of insulin through pump therapy and reported that he made changes to his insulin doses (unknown amount) between (B)(6) 2013 and (B)(6) 2013 through the pump. The patient denied developing nay symptoms of high or low blood glucose and did not receive any other form of medical treatment other than self adjusting his insulin doses. No other device was used for testing. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. The issue was not resolved with troubleshooting and replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms of hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.